Event description:
The pump was returned for service where a failure code 808:03 was found in the event history. Although attempts were made by the baxter service facility to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.